Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a sustained ventricular arrhythmia requiring electrical cardioversion on (B)(6) 2025. The patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025 after medication adjustment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) device, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing until (B)(6) 2025 when they were routinely transplanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. A is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.